Event description:
The hospital reported they were experiencing intermittent yellow lines in the image until it blacked-out completely. The image was unable to be retrieved. The procedure was completed with the use of another similar endoscope. There was no allegation of harm.